Event description:
Review of complaint information reported that a customer was receiving high readings on a sof-tact meter. The customer had been feeling unwell for a couple of days. The customer performed a glucose test and the test was fine. As the customer was still feeling unwell, a doctor was called and the customer was given a glucose solution. The hospital performed several comparison tests with the customer's meter and the optium meter. The hospital readings were 197, 162, 231, and 205 mg/dl compared to the optium readings of 154, 129, 142, and 142 mg/dl. The customer was hospitalized due to an ulcer discovered during a check up.